Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No patient symptoms or additional information was reported.

Event description:
Additional information received noted that the issue was seen remotely. The device was successfully reprogrammed. The patient was stable following intervention.